Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator stopped pacing right after exchanged battery. The device was sent back to repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) stopped pacing within ten seconds of the battery being exchanged. No patient complications were reported as a result of this event.